Manufacturer narrative:
While there is no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated and found to have a battery that would not fully recharge.

Event description:
In this event it was reported that a propex ii apex locator provided incorrect measurements; no injury resulted.